Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch (lss) for a high out of range right atrial (ra) pacing impedance of greater than 2000 ohms. During device interrogation, ra lead noise was observed. A x-ray was performed, but no issues were identified. Ra lead fracture was suspected, but not confirmed. The root cause for the clinical observations remains undetermined. It was noted the site reported adverse patient effects, but did not provide the specific adverse effects the patient experienced. The device was reprogrammed and the physician plans to increase frequency of device checks. No additional adverse patient effects were reported. This ra lead remains in service.